Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported that he experienced a low blood glucose of 50 mg/dl. He stated he would talk to his trainer the following day or the next one. Nothing further was reported.